Event description:
Follow up information reported that the patient had no concerns with their device therapy.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-28, lot # v069283, implanted: (B)(6) 2008, product type lead; product ID 3387-40, lot # j0436998v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the patient's devices "went off." There was a reading stating the device was off. It was stated the device was turned back on about a half hour after it was noticed to be off. After it was stated the device "never went off again." It was added that "everything was working again." The reason the device was off was unclear. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-01503. The patient has two devices and it was unclear which of the two devices was off.